Manufacturer narrative:
(B)(4) is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient was instructed to go to the hospital to remove the stitches but did not go and cleaning of the site was not done properly. In (B)(6) 2018, the patient experienced signs and symptoms of infection and stoma site exudate but no fever or pain. The patient reported that the stoma site was not healing and was prescribed antibiotic amoxicillin for a stoma site infection.